Event description:
According to the complainant, a prolieve thermodilatation kit was used for a benign prostatic hyperplasia (bph) in early 2008, (patient age and weight are unknown). The patient experienced: bladder spasms; termed moderate, started the next day, resolved two days later, no treatment reported. Urinary retention; termed severe, started on the day after the original date, resolved two days later, treated with a foley catheter. Penile pain; started on the day after original date, resolution date unknown. Urinary frequency; started the same day, resolution date unknown. The physician successfully completed the procedure.

Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.